Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported dissection could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing reference: 3008452825-2019-00405, 3008452825-2019-00407, 2182269-2019-00113. During an atrial fibrillation and atrial flutter ablation procedure a dissection occurred. During the procedure, as the physician was guiding the devices through a narrow left iliac vein, the patient became hypotensive. A hemoglobin test was run and it was determined the patient needed a blood transfusion. Contrast was injected to determine the location of the bleeding and a dissection was found. Vascular intervention was not required as the dissection closed on its own. The procedure was completed and the patient was stable. There were no performance issues with any abbott device.